Manufacturer narrative:
Other, other text: additional information provided in h6. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with both tamper seals broken and third party seals present. Main board has counterfeit purple low profile supercap present. Cracked right plunger case. Supercap post error was unable to be downloaded from event history log (ehl) due to download error. The technician performed the power up process and visually inspected main board found supercap post at power up. The root cause of the reported issue was found to be counterfeit purple low profile supercap was installed on the main board by the customer. Device will be placed in quarantine due to non-manufacture supercap found on main board.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump was repaired for super cap. No patient injury reported.